Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer left the pump plugged in and charging and declined further troubleshooting. Additionally, it was reported that the insulin gauge was inaccurate. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. The customer's blood glucose was 262 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging and alert connection error issues were verified. Based on the analysis, the alleged fill estimate issue could not be verified.